Event description:
It was reported that the ventricular output was bad on the external pulse generator (epg). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the heart lead flex was out of specification due to a bad diode. It was also noted that the lower and upper cases were broken, the two side bail covers were broken, the battery contacts were compressed and the encoder flex was out of specification.